Event description:
Procedure: urological / gynecological. According to the reporter: the pt underwent a repair procedure and the pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgeries. The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional info from the importer report: (B)(6) 2012, pelvicol acellular collagen matrix, (B)(4), (B)(6). Attorney.